Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the wire lumen. Microscopic and tactile inspection revealed numerous kinks in the hypotube. Inspection of the remainder of the device found no other irregularities or defects. Product analysis did not confirm the reported balloon burst because there was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous coronary artery. A 2.00mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.